Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, the knot would not advance. When knot advancement was reattempted, the suture broke. Hemostasis was achieved by applying manual arterial compression and using a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The cath lab nurse is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Two representative samples (one sterile and unused and one used during a demonstration) with the same part and lot number were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.